Event description:
Caller reported difficulty pressing the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.